Event description:
It was initially reported that the physician's handheld froze at the "interrogation successful" screen. A hard reset was performed by pressing and holding the power buttons on the handheld for five seconds but this did not resolve the screen freeze. The main and back-up batteries were then removed from the handheld for about one min and reinserted. This did not resolve the issue and the screen was then frozen on dell logo screen. Good faith attempts for product return have been unsuccessful to date.